Manufacturer narrative:
This report is submitted on march 8, 2019. (B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration and inflammation, resulting in the administration of topical antibiotics (date not reported) and the decision to explant the device on (B)(6) 2019. The patient was reimplanted with a new device during the same surgery.